Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the patient line snagged on something and the tubing snapped below the luer lock. There was no impact to the customers blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy.